Event description:
Customer reported to beckman coulter, inc. (Bec) that enzyme quality control (qc) ran on the unicel dxc 800 synchron system was out 3 standard deviations. Customer reported that when they inspected the instrument, they found the cartridge chemistry (cc) reagent probe b was leaking. Customer reported that a minimum of 5 ml of liquid was on the instrument. Customer reported that the leak was contained in the instrument. Customer indicated that the leak was mostly contained on the cc reagent drip tray and some on the cc reaction wheel cover. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a loose reagent syringe. The fse secured the reagent syringe.

Manufacturer narrative:
(B)(4).